Event description:
It was reported that the asymptomatic patient came in for follow up due to the device reached end of life. While in clinic, oversensed atrial noise was noted on the ECG which caused inappropriate auto mode switch episodes. The right atrial lead was capped and replaced during the defibrillator replacement procedure. The patient was stable before, during and post procedure.